Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Device evaluation: analysis of the returned device identified: underweight and opening extended on posterior. A visual and microscopic analysis was performed which identified wear abrasion, creases fold, sharp opening on patch. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on patch (bond edge) due to an unidentified (tear) opening. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Additionally, healthcare professional noted in the operative report a reference to "inflammation". The device was explanted.